Event description:
It was reported that the patient complained of a "feeling" in the chest, "3 thumps one time each day". Diaphragmatic stimulation was noted upon device interrogation. It was able to be reproduced on the atrial lead. Chronic lead trend was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.